Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The complaint device lot number was not reported, however the sales and shipping records for the patient were reviewed for three months prior to the date of occurrence. No product was available from these lots in distribution centers to be analyzed, as the entirety of the lots have been sold and distributed. Device history review was performed on the potential related lots. No non-conformance reports or other abnormalities during the manufacturing process were found for these lots. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Manufacturer narrative:
The patient¿s nurse stated there was no suspicion that the cycler was implicated in the patient¿s death. Clinical review of the medical records review the patient¿s death was unlikely due to any fresenius products and likely due to esrd and his co-morbid cardiac disease and diabetes.

Event description:
The following is from medical records provided by the patient's treatment facility. This ccpd patient esrd death certificate states the primary cause of death was cardiac arrest, cause unknown with no secondary cause. The patient was not receiving hospice care at the time of death.

Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event.

Event description:
A peritoneal dialysis patient's peritoneal dialysis registered nurse reported that the patient had expired due to cardiac arrest during continuous cycler-assisted peritoneal dialysis (ccpd) treatment. The patient's spouse reported to the nurse that the patient had asked for a back rub, fell asleep and she woke up the next morning to find he had expired.